Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: bariatric surgeon inserted 10mm scope into 12mm weck vista port. Half way through the abdominal wall, the surgeon noticed the scope and obturator were stuck together and she was no longer able to rotate the trocar through the abdominal wall. She proceeded to insert the trocar rotating the scope instead. When they tried to remove the scope from the obturator, they were unable to as it was lodged together and the plastic had begun to stretch and turn white. Surgeon handed off the product and a new camera was called for. No patient injury reported. Patient current condition is fine.